Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Fully inserted lens was removed and replaced in the same procedure due to the lens being scratched. Patient has recovered. Suspect lens discarded. No further information is available.